Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: did the patient undergo any preoperative radiation or chemo therapy? No. What color cartridge was used? Ecr60d were any unusual noises noted? No. What is the current patient status? The patient discharge now.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the patient undergo any preoperative radiation or chemo therapy? What color cartridge was used? Were any unusual noises noted? What is the current patient status?

Event description:
It was reported that during the rectectomy, after fired, the knife moved to the distal end, but could not return knife automatically. Repeated many times to open the jaw(followed up IFU) but failed. Used manual override lever to return knife and open the jaw. After remove the device from patient, noted some staples malformed with irregular shape and bleeding at the edge of the rectal incision. For security reasons, the laparoscopic surgery was finally converted to open surgery and operation time prolonged around 1 hour. The patient is stable and in the hospital now.